Event description:
It was reported that during a data review, several episodes of minute ventilation sensor (mv) over-sensing were observed. Subsequently, the mv sensor was automatically disabled by the signal artifact monitoring (sam) feature. Boston scientific technical services (ts) was contacted and confirmed that the right ventricular (rv) lead exhibited high, out-of-range pacing impedance (>2000 ohms) and shock impedance (>200 ohms) measurements. Ts strongly recommended evaluating the patient in-clinic via provocative maneuvers, isometrics, and potential diagnostic imaging to assess the rv lead integrity. Additionally, it was recommended to consider performing commanded shock testing to evaluate the impedance of a delivered shock. Should any abnormalities be noted, ts recommended a rv lead revision procedure. At this time, the system remains implanted and in-service. No adverse patient effects were reported.